Event description:
The event involved a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock where it was reported by the customer during the night of (B)(6) 2024, at the pediatric gastro-nutrition unit, the pump of a child received parenteral nutrition, which was programmed for 15 hours, repeatedly alarmed after 3/4 have been administered out of 17 ml. Upon the inspection, a dry and not-saturated filter was found. A rinse of the child's central catheter ( piccline with double lumen) and the change of the infusion setup were performed. There were no clinical consequences for the patient, but there was an increased risk of infection. A second filter of a different reference was used, allowing the continuation of the child's feeding. There were no visible signs of malfunction, damage, or problems. The device was directly primed with parenteral nutrition and the filter was not cracked. There was no problem reported with the pump, the pump used was an agilia pump. There was patient involvement, however no adverse event/human harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg on 10/14/2024. Received one used list# 011-h3608, 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter. As received infusate residue was observed on the outside of the filter as well as throughout the whole set. The inlet and outlet filter appeared to be wetted out with prior infusate. The sample was primed and leaked tested. Flow was successfully established, and leak was observed from the outlet filter the complaint of occlusion cannot be confirmed or replicated. During investigation a leak was observed from the filter. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.